Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the following findings were noted on the device : the objective lens adhesive part is peeling off. The adhesive part of the objective lens has come off due to handling. The bending angle is insufficient due to the elongation of the angle wire. There are curved rubber scratches caused by external factors. The curved rubber adhesive is missing. Watertightness is not maintained due to holes in the universal cord caused by external factors. The customer reported issue could be confirmed. Scratches are found on the operation part due to external factors. Scratches are found on the nigiri cover due to external factors. Scratches are found on the video connector due to external factors. The video connector is cracked due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of a-rubber (bending rubber) pinhole. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event, device evaluation found the adhesive part of the objective lens is peeled off. This report is being submitted for peeled adhesive of the objective lens found on device evaluation.

Manufacturer narrative:
Correction: operator of device: healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.